Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a lost sensor alarm. The customer's blood glucose was 449 mg/dl. The customer had treated their blood glucose with an injection. Customer declined to troubleshoot for their high blood glucose. Troubleshooting for the lost sensor alarm found the customer had a bent sensor cannula. Customer's sensor will be replaced. No additional information provided.